Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any add'l relevant info is received, a supplemental medwatch will be filed. (B)(4).

Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure (B)(6). According to the complainant, during hysteroscopy, the sheath was observed to be leaking at the cervix. Despite leakage, there were no burns noted as fluid at this phase of procedure is not heated. Follow up info received on june 24, 2009 revealed that sheath was not punctured and no fluid loss alarm was triggered as event took place during hysteroscopy. The procedure was completed with a different device and there were no pt complications reported as a result of this event.